Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4); product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection going from the ipg site to the midline site. Symptoms were noted for fever and edema. The patient underwent an explant procedure and all device components were explanted. No further information has been obtained despite good faith efforts.